Manufacturer narrative:
Date the incident occurred was estimated as (B)(6) 2020.

Event description:
It was reported via user/facility medwatch# (B)(4) that stent damage occurred. A 28 x 2.25mm promus elite mr drug-eluting stent was advanced but failed due to malfunction of the catheter. During removal, the stent was stuck inside the guide catheter and after pulling the stent, it sheared off. The procedure was completed with a different device and no patient complications were reported.